Manufacturer narrative:
(B)(4). Initially, it was reported that a sample was available for an evaluation; however, it was later determined that a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter product surveillance of an anti-reflux set in which the y-site separated from the set when a nurse accessed the y-site during patient use on an unknown date. There was no reported patient injury or medical intervention reported. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.